Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that this pacemaker battery appeared to be prematurely depleting based on previous battery longevity checks. Technical device analysis confirmed that there was an increase in battery consumption and recommend the device to be replaced. At this time, there is no evidence to suggest that intervention has been performed. The physician has elected to monitor the patient weekly instead of replacing the device since the patient in non-pacemaker dependent.

Event description:
It was reported that this pacemaker battery appeared to be prematurely depleting based on previous battery longevity checks. Technical device analysis confirmed that there was an increase in battery consumption and recommend the device to be replaced. At this time, there is no evidence to suggest that intervention has been performed. No adverse patient effects were reported.